Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited shock impedance measurements high out of range. Technical services (ts) was consulted and provided the option to further investigate; however, the health care professional (hcp) only requested a device measure analysis. Ts stated the probable cause could not be determined without further investigation. This ICD and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.